Event description:
On (B)(6) 2015, the patient underwent a permanent implant procedure. A spinal block was used during the surgery. Unfortunately, the patient had to be resuscitated due to cardiac arrest. In turn, the procedure was abandoned. The doctor did not attempt to implant the device intended for use.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.